Event description:
It was reported that far r-wave oversensing on the atrial channel was observed, which resulted in several inappropriate mode switches. Programming changes were made.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.